Manufacturer narrative:
Product recall was initiated in 2007. No product is being returned for eval.

Event description:
A calaxo screw was used in knee surgery in 2007. As a result of the problems caused by the defective screw, the pt had to undergo a second surgery. The pt continues to experience problems.